Event description:
It was reported that the patient went into diabetic ketoacidosis (dka) with blood glucose values reaching over 250 mg/dl and was hospitalized. The patient was trained and started on omnipod 5 and dexcom cgm (continuous glucose monitor) on (B)(6) 2025. She wore the pump for two weeks, during which she alleged it failed twice. The second alleged failure, she reported being hospitalized at westerly hospital for three days with high blood sugar, vomiting, dehydration, and headache, requiring intravenous (IV) fluids, insulin drip, and potassium drip. She felt the pump's alarms were unreliable, reported it alarmed for non-critical reasons. The experience was reportedly traumatic for the patient, leading her to seek therapy for post-traumatic stress disorder (ptsd). We have followed up with the patient and made three due diligence attempts with no new information. If new information becomes available, we will submit a supplemental report.

Manufacturer narrative:
Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.